Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4201ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient never reported any symptoms or excessive drain volumes. The nurse stated that the patient resumed therapy and is doing well. There was no patient injury or medical intervention associated with this event.